Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had hardware low level failure alarm couple of days ago after completing self-test. The blood glucose value is unknown at the time of incident. Customer receiving the alarm and clearing it, the pump had returned back to normal and works as it should. Customer did not have the pump at hand to carry out troubleshooting. Customer will call back when she returns home to carry out relevant troubleshooting for the pump.